Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The product ped2 5×30 was delivered with an xt-27 microcatheter. The catheter was flushed per IFU, and no friction was observed during delivery. The device was resheathed five times, and the pushwire was rotated slightly. The stent ultimately failed to open, which was considered most likely related to vessel tortuosity. The physician further reported that during recapturing of the ped2 into the sleeve, pressure release caused the device to open in the hub. No definitive cause of the failure was identified.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex w/shield technology stent was stuck on the distal protective sleeves, the middle and distal end did not open, and it prematurely deployed in the microcatheter hub during resheathing. The patient was undergoing surgery for treatment of a ruptured, amorphous, aneurysm in the left ophthalmic artery with a max diameter of 7 mm and a 4 mm neck diameter. The landing zone artery size was 4.2 mm distally and 4.8 mm proximally. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet treatment (dapt ) was administered and the pru level was 180.the angiographic result post procedure showed the vasculature was filling fine with stasis in the aneurysm. It was reported that the reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). After securing a phenom microcatheter in the middle cerebral artery (mca), the pipeline device was loaded and deployment was planned from the terminal internal carotid artery (ica). During deployment, the shield device failed to be released from the ptfe sleeves and never opened distally. After re-sheathing 5 times, the braid somewhat opened in a flower bouquet manner distally and no amount of push was causing the braids to get wall apposed. The pipeline did not open in the middle and distal sections when deployed less than 50% and positioned in a bend. No additional steps or other devices were required to open the pipeline. The pipeline was removed from the patient by resheathing and removing with the microcatheter, however, while attempting to resheath and recapture the stent in the introducer sheath, the stent deployed in the microcatheter hub. A non -medtronic 5x30 stent was used to complete the procedure. No patient symptoms or complications were associated with this event. Ancillary devices include: phenom microcatheter, cat 5 guidecatheter and xt-27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.